Event description:
Allegedly, revised due to modular neck fracture.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. The event device code is addressed in the package insert. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00052, -00053.